Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: boston. Guide cath: ebu3 3.5 medtronic. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the calcified proximal left anterior descending artery, pre-dilatation was performed using a 2.0x12 rx voyager dilatation catheter followed by deployment of a 3.0x15 rx xience v stent. After stent deployment, a dissection was noted at the distal end of the stent. A 2.5x12 xeince v stent was deployed to cover the dissection. There was no adverse patient sequela and the patient was reported as stable. There was no significant clinical delay in the procedure. No additional information was provided.